Event description:
"Disconnection and migration description of event: the patient underwent venous port implantation under local anesthesia on (B)(6) 2025, and was normally used and regularly maintained after the operation. Repeated wound exudation occurred during the use, and port infection occurred about 2 weeks after the last use. Combined use of medication/device: docetaxel + carboplatin + pertuzumab injection."

Manufacturer narrative:
Note: product reference 4436962 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch manufacturing record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in march 2023. Summary of investigation: no sample, no picture, no x-ray pictures were returned for evaluation. Root cause: without the complaint sample nor x-ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. IFU recommendations: the IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring: conclusion: without the sample nor the x-ray pictures for evaluation, it is not possible to determine the root cause of the catheter disconnection 4 months after its implantation nor the root cause for infection occured about 2 weeks after the last use. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection and access port infection are known complications for which the complaint rate for celsite access ports remains low (<0,01%). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.